Event description:
It was reported that the patient complained of feeling like they had received a shock. The device was checked and did not indicate that a shock had been provided. However, the lead exhibited noise, oversensing, and high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03 and (B)(6) 2012 02:15:04. Weekly pace lead impedance trend data show various spike increases for max rv pace= 376 to 3088 ohms peak between (B)(6) 2011 and (B)(6) 2012. Sensing - oversensing: 4 - ventricular nst<=190 ms between (B)(6) 2011 12:00:07 and (B)(6) 2012 13:20:05. Sensing - interference/noise: ventricular short interval count v-sic=29.5 counts avg/day, in 116.11 days, between (B)(6) 2011 09:22:26 and (B)(6) 2012 12:07:29.